Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated her daughter found her unresponsive on the floor on the morning of (B)(6) 2018. She indicated that the cgm as displaying a value in the 80¿s mg/dl and when she checked the patient¿s finger stick reading, the meter was displaying 44mg/dl. The patient¿s daughter called 911 and the patient as transported to the hospital. The patient was treated with dextrose 50 and had a CT (computed tomography) scan performed. At the time of contact, the patient doing good and was still in the hospital and was scheduled to be released on (B)(6) 2018. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.